Event description:
It was later reported that the event occurred on (B)(6) 2013 and resulted in the patient needing mouth-to-mouth resuscitation and going to the emergency room (ER). The pump was to be replaced on (B)(6) 2014 due to the event.

Event description:
It was reported that the healthcare provider (hcp) had difficulty refilling the patient¿s pump on the day of the report. The hcp noted that she had to utilize fluoro with the patient¿s refills because the patient had a lot of scar tissue and was overweight. During the refill, when the hcp took the needle out of the reservoir fill port, the drug went subcutaneous and sprayed out of the patient¿s abdomen. It was noted that the expected residual volume (erv) was 4.6ml while the actual residual volume (arv) was 4.2ml. The hcp stated that she was able to fill all of the drug expected into the reservoir. The hcp stated that the patient stopped breathing because of the drug that was absorbed subcutaneously. The device system delivered morphine and bupivacaine. It was later reported that the patient experienced overdose symptoms immediately following the pump refill. The patient became extremely hot, nauseous, and had difficulty breathing. The patient also experienced altered mental status and sweating/diaphoresis. The patient was transported to the hospital via ambulance and was admitted. The patient noted the drug coming from the refill site upon the needle being removed and suspected a pocket fill. A manufacturer representative was requested to present to the hospital to interrogate the pump on 2013-11-26. The representative interrogated the pump and provided the information to the nursing staff. No orders were given for any adjustments to the device. The representative was asked to return on 2013-11-27 to interrogate the pump once more. At that time the patient was alert and able to communicate during the pump interrogation. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Pump logs gathered. No anomalies found in the pump logs. Visual inspection found no anomalies with septum or top shield. Dispense and infusion accuracy testing passed, no reservoir pressure issues noted. A pressure test of the septum was performed and no leaking was seen. No anomalies found.

Event description:
It was later reported that the patient had 2 pocket fills at refill appointments and it was decided to replace the pump the managing physician suspected a device issue in lieu of the 2 consecutive pocket fills and did not suspect a fill error. The pump was replaced on (B)(6) 2014. The patient was currently seeking a new managing physician for the pump. The patient recovered without sequelae. Additional information reported the recovered and was receiving effective therapy. It was reported the patient had an appointment on (B)(6) 2014. It was noted the patient had back pain, a back problem and a purpuric rash. It was noted there was a pump replacement on (B)(6) 2011. It was reported there was pain radiating to the buttocks and ¿lbp¿ radiating to bilateral hips. It was noted the quality was ¿dull, aching.¿ it was noted the pain level was 3/10 with medications and had ¿interference with sleep.¿ it was noted the timing was constants and ice packs helped ¿some.¿ it was noted that prolonged standing or sitting were aggravating factors. It was reported the patient had 60% relief and 2 hours of relief with medications. It was noted the patient had insomnia when taking norco for 2-3 days consecutively. It was noted the patient would switch to percocet. It was noted that during the needle removal after the pump refill, some drug squirted out through the needle puncture site. It was noted that some infiltrated subcutaneously and the patient got a local histamine reaction. It was reported needle was withdrawn from the pump and the fluid started to spray out of the puncture site/ it was reported the pump area started to welt up and the patient complained of severe itching and stated they felt very hot. It was reported the patient was taken to the recovery room and after about 15 minutes their pulse started to drop and they became sleepy. It was reported the patient also became cyanotic and started to have trouble breathing. It was stated the patient became apneic and unresponsive. It was stated the patient showed the beginning of cyanosis, for example a dusky facial complexion. It was noted the patient was given mouth-to-mouth ventilation as staff retrieved ambubag then gave them oxygen by bag/mask. It was noted the patient woke up and bolted upright within 1 minute. It was noted the patient was given narcan and was still drowsy later in the afternoon. From the appointment on (B)(6) 2014, it was reported the pain was radiating to the buttocks and complained about mid thoracic pain that was worse than their low back pain. It was noted the quality was ¿dull.¿ it was reported the pain level was 2/10 with medications and there was interference with sleep. It was noted that lying down on their back increased pain. It was reported the patient had numbness of the legs/feet in the right leg. It was reported that 80% relief with medications depending on activity level. It was reported the patient also complained of stomach irritation and frequent urination. It was noted the patient was currently taking bactrim for a urinary tract infection. It was noted the patient was being seen for evaluation after an episode during the pump refill in their last visit. It was reported the health care provider (hcp) would not refill the pump and instead would replace it. It was reported the patient remembered ¿just portions¿ just prior and after their loss of consciousness. From the hospital report on (B)(6) 2014, it was reported that after the patient had a refill the needle was pulled and they had a hot flushed feeling with itching and nausea. It was noted they were given benadryl, but proceeded to become unresponsive. It was noted the patient had to be bagged. It was noted their symptoms improved with narcan. It was noted the patient was transferred to an ICU and admitted. It was noted the patient reported a similar reaction in the past that did not require hospitalization. It was reported the patient had a suspected morphine overdose. It was noted the patient may have a pump malfunction or leak. It was noted the patient was continually monitored in the critical care unit. It was noted there was questionable ¿coffee-ground¿ material suctioned from the patient. It was reported the patient had acid reflux symptoms and was recently placed on nexium. It was noted a proton pump inhibitor would be continued and was given zofran. It was noted there was dvt prophylaxis and the patient would be given compression devices for lower extremities while in bed. It was noted the purpuric rash started on (B)(6) 2013. It was noted the lumbosacral spondylosis w/o myelopathy started on (B)(6) 2013. It was noted there was facet joint pain and myofascial pain. It was reported the arv was 4.0ml and the erv was 4.6 ml device analysis previously reported under manufacturer number 3004209178-2014-01321. All analysis results will be reported under this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient received assistance form their healthcare provider or manufacturer¿s representative and the patient¿s concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.